Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint was not confirmed; the device has the scope image blanked out during a procedure. The most probable cause of the complaint is d14 - no problem detected should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope image blacked out during procedure. There was no patient involvement.